Manufacturer narrative:
The device will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Primary procedure was performed on (B)(6) 2016. The patient was implanted with an afx2 bifurcated stent and an afx vela suprarenal. On (B)(6) 2018, the patient presented emergently with an endoleak type 3a. Reportedly, the physician noted it appeared that the graft migrated (lost overlap), and eventually disconnected. During the week of (B)(6) 2018 (the exact date was not provided) the patient was relined with a non-endologix device. No additional event or patient information is available.

Manufacturer narrative:
Based on the information received, clinical assessment confirmed the type iiia endoleak of the cuff and main body with complete component separation. The migration complaint is unconfirmed due to a lack of relevant medical imaging. Device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was not reported. There were no contributing factors identified. Based on the information provided a root cause could not be determined for the reported events. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.